Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a transmitter that could not be found via bluetooth after normal usage. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a transmitter that could not be found via bluetooth after normal usage could not be confirmed. A root cause could not be determined.